Manufacturer narrative:
Device not cleared in us, but similar device is available. Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "the catheter is obstructed". Additional information provided, stating: "patient very difficult to intubate before and after surgery with desaturation. Impossible to insert a probe through nim flex 6.5. We had to reintubate, and noticed that while inflating the balloon, the probe opening was obstructed in the proximal area." There was no patient injury.

Manufacturer narrative:
(B)(6). Date of this report: 05/27/2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.